Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a torque indicating wrench broke off during surgery. There were no reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned torque indicating wrench was evaluated. The cause cannot be determined, but there are several factors that may have contributed such as: off-axis forces applied during use, over-torquing the device during use, and improper seating of the tip within the mating plug. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a torque indicating wrench broke off during surgery. There were no reported patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a torque indicating wrench broke off during surgery. There were no reported patient impacts.